Event description:
Initially, the dr had difficulty inserting the iab into the sheath. The iab was not returned to datascope for evaluation. The iab was used. (Event complications: none from the event - reported 10/7/97.) (Pt's current status: unk - rpt'd 10/7/97.)